Event description:
The doctor reported that the abutment screw (iunihg) fractured. The implant remains implanted.

Manufacturer narrative:
The fractured portion of the certain® gold-tite® hexed screw remains inside the implant and the implant remains implanted. Product was not returned however on (B)(4) 2015, one (1) radiograph was received. Based on the evaluation of the radiograph the device fracture condition was confirmed. The abutment screw lot number has not been provided for review, therefore a DHR review could not be completed. No technical root cause can be determined.